Manufacturer narrative:
H.6. Investigation summary: bd was able to verify the reported failure. The lot number and the expiry date are entered manually into the labelling system for the human readable data. The expiry date is again entered manually for the 2d barcode information. Therefore, the expiry date was entered incorrectly following an intervention on the labelling machine on the line. As part of the control plan, we perform a 2d barcode check for gradeability and readability of the barrel label. The check is performed every label roll / ribbon change and at the start of the shift. There is no health or safety risk to the patient. The labels do not incorrectly extend the expiration date in any case; and in all cases the human readable portion of the label is correct for the expiry date. On 25 july 2019, changes were completed to the system so that only one manual entry is required for the expiry date. This entry populates the data strings for the human readable and 2d barcode part of the label. Hence, if the human readable data string is correct then the 2d barcode data string will also be correct. The vision system 100% checks the human readable data for every label which is scanned via the production pick list and if the human readable expiry date on the label does not match the vision data string the syringe will be rejected. A corrective action project (CAPA: 1088707) has been initiated to investigate the issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text.

Event description:
It was reported that label error occurred before use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter. "The date on the flush is formatted correctly (yymmdd) however, when scanned in the date is incorrect. Bd flush syringe, bd#: 306546, external expiration date marked 2022-03-31, the customers bar code reader shows product expired 3/22/1931? Customer, (B)(4). Account needs to know if product is good, is it a bar coding issue on this tube, or a reader issue om their end?"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred before use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "the date on the flush is formatted correctly (yymmdd) however, when scanned in the date is incorrect. Bd flush syringe, bd # 306546, external expiration date marked 2022-03-31, the customers bar code reader shows product expired 3/22/1931? Customer, ormc 10014915. Account needs to know if product is good, is it a bar coding issue on this tube, or a reader issue om their end?"